Manufacturer narrative:
The insulin pump button error alarm due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 243 mg/dl. Customer stated the numbers were scrolling earlier. Customer took out the battery and when she put in a different battery, she received a button error. Customer was playing tennis earlier in the day, but the weather was cooler. Customer has had to have several pumps replaced for button errors. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.